Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/05/2019. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2018-77459, 2210968-2018-77460, and 2210968-2018-77461. Analysis results have been included in follow-up reports for each. Evaluation: an opened box with ten unopened samples were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of ten unopened samples, no defects were observed on the packets. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were examined along the strand and no defects or damages were noted. A functional test was performed and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was observed and the tested sample meet the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an total hip replacement surgery procedure in 2018 and a suture was used. During surgery, the suture had been broken (tail side). There were no adverse patient consequences reported. No additional information was provided.